Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3006697299-2020-00033.

Event description:
This is 1 of 2 reports. It was reported that the c7000 cusa clarity console had two separate issues with "loss of suction" on two separate dates, (B)(6) 2020. On (B)(6) 2020, troubleshooting protocol was taken and the issue was resolved when the suction canister was replaced. On (B)(6) 2020, the suction was not working again. The handpiece was changed, the tubing and suction canister and the connection was checked. When the foot pedal was checked, the suction resumed. The hospital reported that the pedal was correctly plugged in. It was a manipulation of the pedal that worked, as if there was a bad connection. It was reported that both incidents occurred in the middle of a case, tumor resection, craniotomy. The surgeon put down the handpiece and worked on other aspects of the case while the issue was resolved. A ten-minute surgical delay was reported. No patient injury reported.

Event description:
N/a

Manufacturer narrative:
Additional information: device identifier:(B)(4). Product identifier: (11)190314(21)chc1903001ie the device was returned for evaluation. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Customer reported low aspiration. Reviewed console log files. Cycled unit on/off several times and left running. Performed safety and functional tests. Found nothing wrong with clarity console. Customer handpiece showed fluctuations in amplitude. Console meets specifications and is ready for service. The complaint evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed. Further review is not required. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4). Director of regulatory programs, office of product evaluation and quality and (B)(4). Assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.